Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, smoke and bleeding were noted from the tissue being worked upon with the device. The amount of blood loss was less than 500cc¿s. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. The returned sample met specification as received by covidien. Visual inspection found no defects. The customer reported that the device was not sealing properly. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The IFU states: there are many factors that affect seal quality. The IFU also states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position.